Event description:
Consumer reported on voice message - when turning the pen needle onto the pen, the pen needle just click, clicks. Does not fit on the pen. Dc. Lot # unknown at this time catalog# relion pen needle. Number unknown at this time. Date of event unknown sample status unknown. 1st call back attempt made. Left message on consumers voice message system. Dc. Vcoyne (B)(6) 2025 update/additonal information - see attachments update 00022813 item # 320618 relion pen needles lot # 3031919 sample status awaiting sample.

Manufacturer narrative:
Additional information was added to. Correction to: h6 (type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.